Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-04419 / 04420, 4423).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2011 and (B)(6) 2011 due to patient allegations of pain, discomfort, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2014-04419 /-04420 /- 04423 /-04421).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2011 and (B)(6) 2011 due to patient allegations of pain, discomfort, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2011 due to pain. Operative report noted the presence of fluid. The modular head and acetabular cup were removed and replaced. Operative report received noted patient underwent a additional right hip revision on (B)(6) 2011 due to pain and acetabular loosening. Operative report noted the presence of fluid, inflammation and bone loss. The modular head and acetabular cup were removed and replaced.